Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024 it was reported that the patient experienced seizure, and at that moment the cgm was reading 129 mg/dl and the blood glucose reading was 49 mg/dl and an ambulance was called. A different fingerstick from during the same event was a cgm reading was 90 mg/dl, and the blood glucose reading was 49 mg/dl, and the paramedics arrived the discrepancy measured was also a 50-point difference. The patient was advised to take high carb food and no other treatment was documented. The patient was not brought to the hospital and was advised to rest. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.